Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse inspected the system but could not replicate the reported event. The logs were downloaded and system passed the verification tests. Customer reported that there were no further issues related to the reported event. No parts were replaced by the fse.

Event description:
It was reported that during a da vinci assisted surgical procedure, universal surgical manipulator (usm) 4 on the patient side cart (psc) was moving on its own while the surgeon was using cautery. The customer reported no errors and continued with the procedure before calling. The procedure was completing as planned with no reported injury.